Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified the glass cap was detached; therefore, the reported event is confirmed. The observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis and the information available, the interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, after 23 seconds of using the fiber an error message stating 'fiber port overheating, try another fiber' appeared on the screen. The fiber was replaced, and the second fiber was used to continue with the procedure. After using the second fiber for 5 minutes, it was observed that the metal cap started to spin around while using the coag (coagulation) function. The metal cap rotated so that the laser aperture was no longer aligned with the output window. It was noted that no excessive tissue accumulation was observed on the fiber tip. The fiber was replaced, and the third fiber was used to complete the procedure without any patient complications. The fiber was returned, and analysis identified the glass cap was detached. This report is for the second fiber.